Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective procedure to upgrade to new technologies and implant a primary cell non-rechargeable implantable pulse generator (ipg). The ipg will not be returned for analysis. The patient is currently doing well.